Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred; subsequently, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer¿s blood glucose ranged from 89 mg/dl to 145 mg/dl.